Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. The customer reported that the user was unable to remove the medication for the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.